Event description:
The ophthalmic surgical technician reports that the intraocular lens flipped when it unfolded and the surgeon was unable to place the iol in the bag. The incision was enlarged to accomodate removal of the lens. Additional information has been requested.